Event description:
High impedance was identified through review of the programming history while investigating the patient's death captured in MFR. Report # 1644487-2017-03834. The tc indicated that at the implant procedure, he ran system diagnostics 3 times and each was within normal limits. The patient had had a fall a week or two prior to the high impedance detection. X-rays were reviewed by the physician and he indicated that while he didn't see lead fractures, he didn't know about whether the pin was inserted correctly. The patient reported that he felt stimulation, but that it was more around the generator than at the neck. No further relevant information has been received to date. No known surgical intervention has occurred, to date. The suspect product has not been received to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: the aware date was inadvertently reported as 04/23/2010 on the initial MDR. The correct aware date of this event is 05/16/2017.